Manufacturer narrative:
E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the suction catheters stop suctioning as the blue stopper becomes detached and blocks flow. It happens especially when sputum secretions are thick and cannot be replicated with saline or thin secretions. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: two (2) used products were received with unknown residuals in the suction path. No other physical damage or anomalies were observed. Both samples were activated, sample #2 when activated, the body of the valve pulled back, but the stopper stayed in place, there was visible unknown residuals that appeared to have stuck the plunger in place. Sample #1 functioned as designed. Confirmed customer complaint of the suction catheters stop suctioning as the blue stopper becomes detached and blocks flow. Probable cause, unknown. A device history record (DHR) review could not be performed as the lot number was unknown.